Event description:
It was reported that the customer had a crack in the case. Customer stated that the pump was not bumped or dropped. Customer stated that the drive support cap appears to be loose. Customer did not press the cap while they were connected. Customer was asked verbally and in written form to return the pump for analysis. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.